Event description:
It was reported that a screw fractured while pre-placing screws on the skull during a craniomaxillofacial procedure, and a new screw was immediately used as a replacement. The breakage was noted intra-operatively during setup for cranial fixation, and the reporter indicated the breakage may have caused skull damage or fallen parts during the surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b5; h1; h2; h4; h6; h11. The reported event could not be confirmed due to product not returned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a screw fractured while pre-placing screws on the skull during a craniomaxillofacial procedure, and a new screw was immediately used as a replacement. The breakage was noted intra-operatively during setup for cranial fixation, and the reporter confirmed no foreign bodies were retained. The procedure was completed with a backup device. Attempts have been made, and no further information has been provided.